Event description:
Event description guidant received information that the patient with this ventricular lead was admitted to the hospital. The caller was seeing lead impedances in bipolar mode of greater than 2500 ohms. There was noise on the electrograms. The caller was unable to accurately assess capture.